Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking the patient electronics device. The device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit serial# (B)(6) and one i3 accessory set was returned. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned power cord or right-angle ext. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.